Manufacturer narrative:
B2: date of patient death is unknown the device was returned for evaluation. The root cause of console mistakenly issuing purge volume alarm was not determined, because the failure mode was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited purge volume critically low alarm. This occurred despite resetting the volume. The resolution for this issue is unknown. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.